Manufacturer narrative:
Additional procode: exd - exd irrigator, ostomy. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 24 cm chait percutaneous cecostomy catheter had a fracture and leak in the catheter. The physician reports that the device was removed and replaced due to leakage as well as fatigue/failure at the junction just distal to the trap door. The (B)(6) male patient has previously required the chait percutaneous cecostomy catheter to be changed once per year but recently the mechanical failures are occurring after six to eight weeks. Replacements of the chait percutaneous cecostomy catheter for this patient due to leakage and fatigue/failure at the junction just distal to the trap door are reported in the following mw reports: 1820334-2019-00247, 1820334-2019-00248, 1820334-2019-00249, 1820334-2019-00250, 1820334-2019-00251, 1820334-2019-00252.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The device history record could not be reviewed and a search for similar complaints on the same lot could not be performed because the lot number could not be provided by the customer. There is no evidence to suggest there are non-conforming devices in house or in field. Additionally, a document-based investigation evaluation was performed. The complaint device was not available for return. The lot number is unknown, so a device from the same lot is not available for comparison. A device was returned for a complaint of leakage in pr232838. The device measured within specifications, indicating a manufacturing deficiency did not contribute to this event. A photo of the latest removed device was provided. There are several cracks in the catheter shaft just proximal to the pigtail. This part of the catheter would be found in the tract between the skin and colon when the device was in the patient. The catheter shaft is not fully separated. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: the catheter should be changed every 6 months to reduce the risk of catheter fracture. Product recommendations: the tdcs-100 is recommended for tract lengths up to 6m. The tdcs-100-m is recommended for tract lengths from 3-9 cm. The tdcs-100-l is recommended for tract lengths from 6-14 cm. Pre-placement recommendations: use of suture anchors is recommended to assist introduction of the temporary drainage catheter. Instructions for use: 2. Carefully pull catheter out over pre-positioned wire guide. Determine cecostomy tract length and place appropriately sized catheter. Note: confirm that tract is appropriate length to accommodate chait trapdoor cecostomy catheter by advancing wire guide, under fluoroscopy, until tip is within cecum and measure distance from hemostat to wire guide tip. 4. Perform contrast injection to confirm catheter position and patency within cecum. There are adequate instructions to ensure the correct size device is properly placed within the patient. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. It is possible that the medium size chait catheter was too small for this patient, leading to force being applied to the catheter where the tube exits the colon. This would explain the multiple instances of this occurring with the patient after an additional catheter is placed. Additionally, it was reported that the device was previously changed out once per year, while the recommended exchange is every six months. While this time period is contrary to the IFU, there is no evidence to suggest this caused or contributed to this event. Without the exact sizing details, this cause cannot be confirmed. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required cook will continue to monitor for similar complaints this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information received on 05feb2019, it was reported that the family was performing care on the device, as the nurse practitioner provided the family with a cecostomy care booklet when the devices were placed. It was assumed that bowel contents were leaking from the tube. There were no reports of any difficulties performing the enemas.

Manufacturer narrative:
D5: the patient's family provides care. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.